Manufacturer narrative:
Product ID 8780 lot# serial# hg7kpda01 implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg7kpda01, ubd: 06-dec-2025, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 100mcg/day. It was reported that the patient had been in the hospital since (B)(6) 2024 due to a cerebrospinal fluid (csf) leak since implant. Per the patient, the neurosurgeon at the hospital decided to turn off the pump, did not give the patient oral baclofen right away, and the patient went through withdrawals. The patient was concerned that the pump was going to malfunction because the alarm was going off every 10 minutes and the pump had been off for over 90 hours. The patient was redirected to their doctor. Additional information received from a rep on (B)(6) 2024 indicated that the patient asked if she could feel her pump. Per the rep, the patient did not say that she felt her pump. It was also reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and a stall was seen before the MRI. The rep checked the logs and saw a motor stall occurred at 5:07am with no recovery. It was noted that the pump was at minimum rate of 0.5mcg/hour and the patient did not have an MRI until later in the morning. The issue was not resolved through troubleshooting. The rep planned on rechecking the pump for a recovery and review if an MRI occurred at 5:07am. Additional information received on (B)(6) 2024 from a hcp and patient via a rep indicated that, per the patient "I've been in springfield and now at barnes". The patient was feeling the pump vibrate and "it was a lot less at the first setting when I came out of surgery we could turn it off because my doctor will be taking it out. It's only at a dose to keep the tube patent and I am having it removed this week. It is vibrating me so much I cannot think." It was unknown if there were any environmental, external, or patient factors that may have led to this issue. It was unknown if there were any diagnostics/troubleshooting performed related to this issue. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". Additional information received on (B)(6) 2024 from a hcp and patient via a rep indicated that the patient reported an "abnormal sensation" described as a vibration feeling, that the patient thought might be the pump. The patient wanted it out. The patient didn't think it was helping enough anyway to replace the pump. The patient stated repeatedly to "just explant it". In regards to environmental, external, or patient factors that may have led or contributed to the issue, no falls or patient compliance issues occurred. No diagnostics were performed. No interventions were taken, the patient just wanted it explanted because it didn't help. At the time of this report, surgical intervention was planned but had not been scheduled. The issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the rep did not have any information regarding the pump vibration; the rep had been called to check the pump after magnetic resonance imaging (MRI). The rep did not know what the cause of the lack of effect. It was noted that the patient's last MRI was a head MRI. The previously reported motor stall was due to two mris. In regards to if a motor stall recovery occurred, the rep "did not have a motor stall recovery". In regards to the alarm that occurred after the pump was "turned off", a motor stall alarm occurred every 10 minutes. The rep checked the pump and set up a meeting with the patient again "in an hour or two". The patient did not meet and went to get the pump explanted. Per the rep, "the patient saw several different doctors and wanted a different doctor every time". The rep had no further information regarding the previously reported cerebrospinal fluid (csf) leak and did not know what actions/interventions were taken to resolve the previously reported withdrawals, infection, wound dehiscence, or lack of effect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was notified of the potential explant from the hcp's nurse and was not in contact with the patient prior to these events, therefore, the rep was not aware of everything that went on with the patient. The rep heard from the hcp's office that the patient was having an explant somewhere else. The rep stated that they would try to contact the team covering the hospital where the patient was hospitalized and see if they were aware of the explant date and if they could return the pump once out. The rep would also provide a point of contact for that area once available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated the name and facility of the hcp that performed the explant on (B)(6) 2024. The patient confirmed that both the pump and the catheter was explanted. The patient read from the medical paperwork that their pre-operative and post-operative diagnoses were the same - "post baclofen pump replacement, cerebrospinal fluid (csf) leak and wound dehiscence with infection. The patient inquired next steps because they were still having severe symptoms. The patient stated that they started when the pump was placed and they hadn't stopped. The patient said they were having a situation where the surgeon that was putting it in was taking zero responsibility to where the patient had to go somewhere else to have it taken out. The patient inquired mdt protocol for pump testing and stated that the health care facility said they had a protocol, but the patient stated that mdt had a protocol too. The agent reviewed physician's discretion and redirected to the health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.